Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. (B)(4). According to the complainant, the suspect device has been retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii footswitch was used in the large bowel during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, post procedure, the footswitch cord detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.